Manufacturer narrative:
Device passed the displacement test. Device received with a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill due to a33 alarm. The drive support disk was inspected and found loose/protruded. Device received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump drive support cap was sticked out. Customer stated that pump got stuck during priming of the pump and were unable to exit the preparing to prime loop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.